Manufacturer narrative:
(B)(4). G2: foreign - event occurred in south africa. The product has been received by zimmer biomet, and the investigation is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that during a scarf osteotomy for bunion repair, the cannulated screwdriver blade broke during insertion of a screw for metatarsal fixation. During fixation, the surgeon drilled over a k-wire, measured the required screw length, and countersunk the bone. Upon initiating screw insertion in the mid-shaft region of the metatarsal, the cannulated screwdriver blade fractured. There was a brief intra-operative delay of less than 30 seconds while the wire was removed and a solid tx06 screwdriver blade was provided, after which the screw was successfully inserted. There were no consequences or impact to the patient. Attempts have been made and no further information has been provided.